Event description:
Our health facility has been made aware of recurring issues with 2 sizes of bard huber needles. Bard reference # (B)(4) (size 20gx1" huber needle) and (B)(4) (size 20gx3/4" huber - needle) - after port had been accessed, several pts were found with the bard huber needles leaking from the hub/tubing location. The tubing was either not secure enough or would become completely detached. No serious harm to pts occurred. Bard was notified regarding each incident. When possible, lot numbers packing and even faulty product was returned to bard for investigation. Bard did not replicate the issue and began mfg huber needles with stronger adhesive connecting the tubing to the hub. However, the older less adhesive needles were not recalled. Our health system requested of bard that we remove any of the old lot numbers of huber needles from our facility and only be shipped the new lots of needles manufactured with improved adhesive. They are complying with our request due to our large number of reports of faulty products and pts found blood/requiring to be re-accessed by another needle. However, the older products will still be shipped to other facilities for pt use despite confirmation that the product would be more safe with stronger adhesive use. The risk is that if this leaking or disconnect is not found quickly, pt, especially pediatric, could exsanguinate. There is also risk of infection due to disconnect of closed line and pt not receiving necessary therapeutics. Diagnosis or reason for use: to access a port for fluid or drug administration. Event abated after use stopped or dose reduced: yes.